Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. (B)(4).

Event description:
Customer reported via phone call keypad anomaly on the insulin pump. Troubleshooting was performed. Customer advised the keypad was unresponsive when pressed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.